Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, there was a deformation of the metal sheet in the opening of the instrument, so the metal nail could not be formed. Surgery was not delayed, and was successfully completed. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. Additional information: photos were received for review. Upon visual inspection of two photos, the following was observed: the photos show a device from jaw area and floor can be seen bent. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. D4: batch # u93m77. H6: component code: mechanical (g04). Investigation summary: the analysis found that the mcs20 device was received with the floor damaged. No functional test was performed due the condition of the device. In addition, thirteen clips were found inside the clip track. The damage to the device occurred possibly due to improper handling of the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.